Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture¿, "split in half¿ and "single subpectoral implant is in place" and later reported "implant came out in 2 pierces with silicone everywhere". This record is for the left side. Device has been explanted and replaced. Device will be returned.

Event description:
This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, h.6

Event description:
Healthcare professional reported ¿rupture¿, "split in half¿ and "single subpectoral implant is in place". Later, healthcare professional reported "implant came out in 2 pieces with silicone everywhere". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.